Manufacturer narrative:
This product was received and tested by technical services and the failure was confirmed. The customer's monitor was tested with their baton and about four (4) minutes into the test, the image started to flicker. The fault was determined to be battery failure. The age of the device at repair was seven (7) years and records show that it had never been returned for service. The technical service manual for the device recommends replacement of the battery if it is more than two (2) years old at the time of service at an authorized verathon service center. The battery was replaced and the monitor was left powered on with a baton connected until the battery drained. No failures were found. The device was verified; good images appeared on the screen, color rendering was accurate and individual white lines were distinct. The device was returned to the customer.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during an emergency patient procedure, using a glidescope ranger monitor, the image started to flicker. The healthcare professional could not utilize the laryngoscope because the patient clenched their teeth. As a result, the health care professional performed a cricothyrotomy. A delay in the procedure of less than one minute occurred though no use of a back-up device was reported. No harm to user was reported.